Event description:
It was reported that externalized conductors were noted via x-ray. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasions were found at 31.7cm-33.1cm and 32.0cm-33.0cm from the distal tip, consistent with friction against another implanted device. Internal abrasion with externalized conductor was found at 9.1cm-11.9cm from the distal tip. Another internal abrasion was found at 13.1cm-14.3cm from the distal tip. All the etfe insulations were intact at these locations.